Event description:
It was reported that the spinal cord stimulation (scs) clinical study patient experienced a pressure headache after the implant procedure. Therefore, the patient was hospitalized however whether any treatment was provided to the patient was unable to be obtained. The physician assessed that the headache was not related to the device but possibly related to the procedure. The patients headache has resolved.